Event description:
It was reported that during an unknown hals procedure, the device ripped when the doctor re-inserted it. There were no patient consequences. Procedure was continued with another device of the same product caode.